Event description:
While attempting to defibrillate a pt (age & gender unknown) the device failed to charge and displayed a "pacer fault 116" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.